Manufacturer narrative:
At the time biomet 3i became aware of this event, it was not considered reportable. Subsequent review of reporting policies has determined abutment fractures for this product type should be reported as malfunctions. This event was identified as one requiring retrospective reporting based on a recent audit of complaint data and enhancements made to reporting policies applicable to abutment fractures. Investigation results:product was lost in transit, therefore unable to do a physical investigation and verify this reported incident.

Event description:
The doctor indicated that the zi-real abutment fractured; the crown was still attached to the fractured abutment. It was also reported that the patient did not suffer an injury or infection.